Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs100 intra-aortic balloon pump (iabp), compressor failed. It is unknown under which circumstances the event occurred or if a patient was involved.

Event description:
During preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was reported the cs100 intra-aortic balloon pump (iabp) compressor failed. There was no patient involvement.

Manufacturer narrative:
Addition contact : (B)(6). A getinge field service technician evaluated the unit and found intermittent fill failures. The unit had error codes of 37/5 and 57/10. Fst was able to reproduce the error. Upon further diagnosis fst found that the vacuum would fluctuate from one end of the timing specifications to the other during the pneumatic performance test in the service mode procedure. Fst initially thought it was the compressor, upon removal of the compressor the vacuum line coupler was easily broken upon removal. To fix the issue fst replaced vacuum coupler. Complete pm to factory specifications was performed. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
During preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was reported the cs300 intra-aortic balloon pump (iabp) compressor failed. There was no patient involvement.